Event description:
As reported, during an initial total knee arthroplasty, the surgeon inserted the schanz pin to place the gps base. After this process, when the surgeon removed the pin and gps base from the site, a part of the pin was broken and remained in the cortical femur. The procedure was performed using a subvastus approach. To avoid interference with the vastus medialis muscle, the proximal femoral pin was place slightly more centrally than usual. After reducing the patella, the knee was flexed, and the pin came into contact with the vastus medialis muscle, causing it to bend significantly. Because the pin was markedly deformed, it was decided to remove it. At that point, there was no dedicated instrument available to manually grasp and extract the pin. Therefore, a power tool was used to grip the pin during removal. The pin fractured during this extract process. The surgeon decided not to remove this. Afterward, the new pin was inserted in a more medial position, and the procedure was completed as planned with out any further issues. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.